Event description:
It was reported that pump housing around USB port was damaged, with screws no longer holding plastic in place and caller unsure how damage occurred, attributing it to normal wear and tear. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary, while Technical Support arranged replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.